Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. (B)(4)- battery / catalog number 1650de / expiration date 31dec2016, device available for eval: yes, 09mar2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun (02). Device MFR date: 31dec2015. Labeled for single use: no. (B)(4). (B)(4) - controller / catalog number 1407ca / expiration date 31may2017, device available for eval: no, device eval by MFR: no, not returned to manufacturer, device MFR date: 31may2016, labeled for single use: no, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient experienced battery switching involving his controller and two of his batteries. Of note, the site reported that the patient had experienced a similar event with the same controller and two different batteries four days earlier (captured as a separate event). The site noted that the patient's controller's software had not been upgraded since he had an oversewn aortic valve and they felt he would not tolerate a controller exchange. There were no reported alarms associated with this event. The patient's batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. Two batteries were returned for evaluation. One controller was not returned for evaluation. Review of the manufacturing records confirmed that the associated controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller was not performed since the unit was not returned. An attempt was made to replicate the issue by manipulating the batteries' connections to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.